Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the stent could not be deployed. The 85% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for treatment. However, during the procedure, it was reported that the stent could not be deployed. The stent was fully reconstrained prior to removal, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a complete break of the sheath located at the guidewire port.

Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. The device was received with the stent in the correct position on the delivery system. The investigator was unable to deploy the stent due to a separation of the sheath of the device. A visual and tactile inspection identified a complete break of the sheath located at the guidewire port. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.